Manufacturer narrative:
Two images were provided by the customer showing black spots on the drip chamber of the set. One used list #14687-15 primary plum set was returned by the customer for complaint investigation. As received, two black spots were observed in the drip chamber. The drip chamber was cut open and the particles were confirmed to be embedded in the drip chamber wall, not in the fluid path. The combined area of these particles exceeds the allowable surface area of embedded or attached foreign material per product specifications. The complaint of black matter inside the drip chamber could be confirmed, however it is not in the fluid path. The probable cause is burnt material embedded in the wall of the drip chamber during the molding process in costa rica. While the device fails visual inspection, the embedded material is not in the fluid path, and does not affect the functionality of the device. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. D9 date returned to mfg: 5/15/2024.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. Initial reporter (full) phone no: (B)(6).

Event description:
The complaint/event involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch. Black foreign matter was reported inside the drip chamber. Normal saline was associated with the complaint/event; however, no leakage was noted/reported. There was no patient harm associated with this complaint/event.